Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported over 2 months after the dental implant was placed in ada site 20 in the mouth, the implant did not osseointegrate in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported over 2 months after the dental implant was placed in ada site 20 in the mouth, the implant did not osseointegrate in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).